Manufacturer narrative:
Isi has received the cadiere forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint that the tip of the cadiere forceps instrument broke off inside the patient. The instrument was found to have broken grips at the grip base. The broken pieces measured approximately 0.208" x 0.656" and were returned with the instrument. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. A follow-up MDR will be submitted if additional information is received. A system error log review was conducted on 03-mar-2022 for a procedure on (B)(6) 2022 on system sk1251. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic surgical procedure, the tips of the cadiere forceps broke off inside the patient. Both pieces came off the tip and were removed from the patient during the same procedure. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the tips of the cadiere forcep broke off inside the patient. Both pieces came off the tip and were removed from the patient during the same procedure. The case was completed robotically. Isi has reached out to the customer to obtain additional information but has not yet received a response.